Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An add'l report will be submitted as soon as the investigation is complete.

Event description:
The reporter stated that the cassette came apart and the IV fluid spilled on the floor. There was no patient injury or treatment reported with this event.